Manufacturer narrative:
The reported failure of the trilogy 202 ventilator for ventilator inoperative condition is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy 202 ventilator was returned to the third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. On device evaluation, it was determined the sensor printed circuit board assembly required replacement due to a system failure. The oxygen blending module printed circuit board assembly required replacement due to failure with communication lost between the host and the oxygen blending module. No components were replaced; the device was scrapped. Additional findings not related to the malfunction/issue: speaker #1 was noted to have failed evidenced by error code e-106 which indicates no impact on therapy. The whisper cap was noted to be contaminated. The handle o-rings were damaged. The oxygen blending module gasket was leaking air. Rubber feet were damaged/missing. The pollen filter and maintenance labels needed replaced due to preventive maintenance.